Event description:
It was reported that an alert/notification occurred. On (B)(6) 2024, it was reported that the patient reported that the day of the event, during having a meal with friends, and self-treated with insulin, and stated that ¿the restaurant service was very slow bringing the food¿. After this the patient experienced a severe hypoglycemia and loss consciousness. It was not known what the cgm reading was at the moment of self-treatment, nor at the time of losing consciousness, but the patient lost consciousness approximately 45 minutes after self-treating with insulin. Paramedics were called and the patient was administered sugar granules/glucose gel between the lips by the paramedics and was brought to the hospital. The patient was discharged from the hospital after around 4 hours. According to the patient no alarm had sounded for a hypoglycemia. When the patient lost consciousness she bit her tongue, and besides having no other symptoms at the time of the report, the tongue was still sore. At the time of contact, it was indicated that the patient was stable. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.